Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67) ) there was 1 additional similar complaint reported for the reported failure mode and the reported lot/serial number. A review of the product complaint trend data was performed for the months of ( jul-2019 through jun-2021). The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jul-2019 through jun-2021 was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/13 & 22) enter investigation findings: the device was returned to the factory for evaluation on 08/05/2021. An investigation was conducted on 08/10/2021. A visual inspection was conducted. Signs of clinical use no evidence of blood was observed. The delivery device was returned inside the loading device with the white plunger not depressed and the blue slide lock not engaged. The seal was observed in the loading device window. The delivery device was removed from the loading device with no physical or visual difficulties. The seal and tension spring assembly was remained inside the loading device. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties. There were no visual defects observed on the seal or tension spring assembly. Measurements were taken of the delivery device; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.220 inches (rm2036883). The length of the delivery tube was measured at 2.50 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "fitting problem" was confirmed.

Event description:
Related to 498781.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to (B)(4). The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) failed to load properly. A second device was opened to complete the case. No patient injury reported.